Event description:
The facility reported a colleague infusion pump with visible smoke. This condition was observed during bio-medical service while the main batteries and battery harness were being replaced. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 6.13.90. Evaluation summary: the condition of a colleague infusion pump with visible smoke was confirmed by baxter personnel during product evaluation. This condition was caused by a shorted battery harness. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).